Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch verio2 meter was showing error messages; error 1 and error 5. The complaint was classified based on the customer service representation (csr) documentation as well as additional information obtained during a follow up call with the patient on (B)(6) 2018. The patient reported that the issue began on (B)(6) 2018 right after she obtained the subject meter. During the follow up call with the patient, the patient reported that she manages her diabetes with an unspecified type of insulin which she self-adjusts depending on her readings and claimed that due to the error message issue she was unable to test with her meter and had to guess how much insulin to take. The patient claimed that about a day after the issue started she developed symptoms of feeling ¿sweaty, nauseated and felt like throwing up¿. The patient claimed that an unspecified time after she developed her symptoms she tested her blood glucose on a friend¿s meter and obtained a result of "372 mg/dl". It was not reported if the patient received any treatment for her symptoms but she did report visiting her doctor on an unspecified day where she was advised to keep her diabetes under control. The patient also reported developing ¿diabetic ketoacidosis¿ twice but was unable to specify when or provide any additional information. During troubleshooting, the csr noted that the subject meter was not being used for the first time and based on the information provided the patient was following the correct testing procedure. The csr noted that the patients test strips were within their expiry/discard date and the vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of serious injury after she was unable to test with the subject meter due to the alleged error message issues.